Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014: damaged keypad, contamination of the button contacts; dim, faded, discolored display screen.

Manufacturer narrative:
(B)(4). Device evaluation: on examination, the keypad cover was noted to be peeling in the right-hand corner below the ok button. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was noted to be dim, faded and discolored. Adjusting the contrast setting did not resolve the display issue.